Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump was unable to prime during the manual prime process, and the insulin was squirting out. It was stated that the numbers did not appear on the screen, and no beeps could be heard. It was stated that the customer tried different reservoirs without results. No further info was provided.